Event description:
The field engineer reported the discovery of mixed images on the system image directory during a preventative maintenance visit. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.